Event description:
It was reported that during implanting of an optio-c cage, the plate translated too far and broke the implant. A new implant was used to complete the case. There was no impact on the patient.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Manufacturer narrative:
Device evaluation: the returned device matches the information in the complaint file and was examined. Visual inspection revealed no signs of damage. Root cause: a definitive root cause cannot be determined since the returned device was found to function as expected. DHR review: the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left highridge medical¿s control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that during implanting of an optio-c cage, the plate translated too far and broke the implant. A new implant was used to complete the case. There was no impact on the patient.